Event description:
It was reported that the dexcom g7 continuous glucose monitor remained paired to the dexcom mobile application, and was displaying glucose data, but pairing to the ilet failed and the connection between the cgm and the ilet was lost; support guided the user to toggle bluetooth, restart the device, and re-enter the g7 pairing code to restart the pairing process. Symptoms included no reported adverse physiological effects. Outcomes included no changes in therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding pairing procedures. Investigation of this case revealed that the cgm-to-ilet communication did not establish due to a pairing failure, while the sensor and transmitter appeared to function as intended with the dexcom application, indicating a connectivity or setup issue rather than a sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error during bluetooth pairing between the cgm and the ilet.